Manufacturer narrative:
Concomitant products: mdt-lead lead, implant date: unknown; mdt-lead lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. Cultures were taken. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.